Event description:
Reportable based on analysis approved on 12/07/2006. This event was previously reported on the 3rd quarter asr; but due to analysis results, is now being reported on an individual report. It was reported that during a shunt pta treatment procedure in the left antebrachium, "the balloon was ruptured at 15 atms on the second inflation." The first inflation was to 12 atms, but the lesion required additional dilatation. The procedure was successfully completed with another of the same device. No pt complication were reported and the current pt status is reported as "good".

Manufacturer narrative:
Device analysis confirmed that a partial circumferential tear measuring approx 1mm in length had occurred in the balloon material at the distal section of the proximal balloon sleeve. Microscopic examination of the balloon material could not identify any issues with the balloon that could contribute to the tear. A review of the mfg record for this batch (8646317) shows that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified.